Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and particles appearing in airways and also alleged heart a-fib and patient was rushed to the hospital while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and particles appearing in airways and also alleged heart a-fib and patient was rushed to the hospital while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal investigation was completed by the manufacturer. The manufacturer found sound abatement foam degraded. The device's downloaded event log was reviewed by the manufacturer and found two instances of error code e-130. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found an unknown black contaminant on the outside and inside the air outlet port of the humidifier. The manufacturer concludes evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. The correct b5 should have been- the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. Section b1, b2, b7, d9, g3, h1, h6 has been updated / corrected.